Event description:
The report was received from a user facility in (B)(6). The surgeon heard a change in sound in the vitrectomy cutter. He removed the cutter from the patient's eye for verification. The pneumatic line detached from the vitrectomy cutter. He reconnected the line and continued the surgery. There was no injury to the patient and the case was finished in normal time.

Manufacturer narrative:
The product will not be returned for evaluation. It was thrown out with medical consumable's used in surgery. The sterilization and lot history records were reviewed and found to be acceptable. Report 2 of 2.